Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt did not had any benefit from the device as she was no longer within the indication criteria for a vibrant soundbridge. The pt has been re-implanted on (B)(6) 2013 with a cochlear implant.